Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a liver segmentectomy procedure on (B)(6) 2019 and suture was used. During use, the needle tip was broken while z-shaped suturing. The operation time was extended within 30 minutes. An x-ray inspection to search for the needle fragment, and all other possible methods were also performed. The broken needle tip was not found. The second needle pass, the doctor noticed that the tip of the needle was missing. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.